Manufacturer narrative:
Six (6) actual devices were returned and an evaluation is complete. A visual inspection was performed and noted the reported leaks at the spike port tubing cap, top and bottom left weld, and the left weld. Functional leak testing was performed by filling the bags with water. A leak was found at the spike port tubing cap for one sample, a second sample leaked from the bottom left weld, and a third sample leaked from the top and bottom left weld. The reported problem was verified for 3 of the samples. The cause of the condition could not be determined. This issue is being further investigated. Three (3) other samples did not confirm or duplicate the reported issue during evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that twenty (20) units of 250ml of exactamix eva tpn bags were leaking. The reporter stated that an unspecified quantity of the bags were leaking from the port and an unspecified quantity were leaking from the seam. This event occurred during preparation of the device. There was no patient involvement. No additional information is available.